Event description:
It was reported that the IV set separated from the bd q-syte¿ tri-extension set's split-septum during the infusion. This occurred with 3 extension sets. The following information was provided by the initial reporter: "IV set getting slipped from split septum of qsyte tri extension set, inability to continue infusion".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary it was reported the IV set slips from the split septum of the q-syte tri-extension set. To aid in the investigation, one video was provided for evaluation by our quality team. In the video, disconnection can be observed on the device. However, the instructions for use state, "attach the extension set to the hub of the vascular access catheter by inserting the luer into the hub and rotating until a secure connection is made. Do not overtighten." In the video, on the insertion of the luer can be observed, but there is no rotating action to secure the connection. It could be possible the customer was not using the product as intended. An evaluation of the physical sample would be necessary to determine if there is any other defect in the component inducing the disconnection. A device history record review was completed for provided material number 385158, lot 3032599. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Based on the investigation, bd was able to confirm the customer¿s indicated failure mode but is likely due to an incorrect method of connection. See h10.

Event description:
It was reported that the IV set separated from the bd q-syte¿ tri-extension set's split-septum during the infusion. This occurred with 3 extension sets. The following information was provided by the initial reporter: "IV set getting slipped from split septum of qsyte tri extension set, inability to continue infusion".